Event description:
The pt's precision system was explanted due to a staph infection at the pocket site. The dr contributes the infection to the pt's diabetes. The pt is on antibiotics and reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore they will not be returned for eval.